Event description:
Device malfunction: none, symptoms/ae: false aneurysma. Time of symptoms/ae: after the procedure. It was reported that a trained physician completed arteriotomy closure using a starclose device after an interventional procedure in 2007. He had a perfect closure with an immediate hemostasis. Two days later, the patient came back to the hospital with groin pain. Diagnosis: false aneurysm. The radiologist closed the aneurysm percutaneously with tissucol duo 500. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A review of the device history record did not produce any findings relevant to this report.